Event description:
Device malfunction: partial stent deployment. Time of malfunction: during device preparation. Symptoms/ae: na. It was reported that during device preparation for an unspecified procedure, the xpert stent was already partially deployed. Reportedly, there was no pt involvement. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.